Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) had to deliver multiple shocks to convert ventricular fibrillation episodes. As the physician thought the placement of the system was not optimal, surgical intervention was performed and the s-ICD was repositioned. An induction test performed afterwards was successful and no further changes were made. The s-ICD remains in service and there were no additional adverse patient effects reported.